Event description:
Health professional reported the removal of a lap-band system due to an alleged stomach erosion. The problem was first noticed when "the patient felt a loss of restriction." An esophagogastroduodenoscopy (egd) test was performed diagnosing the erosion but the results are not available. The entire system was removed and not replaced. Follow-up findings: the exact location of this observation is unknown. The surgeon said it was "a band erosion." No inflammation or infection was noted at the site of erosion. The band eroded into the stomach and the stomach had to be mended, but the patient's stomach "is healing." The surgeon "won't put in a new band" until the patient "is completely healed."

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Erosion is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract."